Manufacturer narrative:
(B)(4). Batch # m5496v. Additional information received: type of surgery: unknown. No piece fell in the patient, the piece stayed in the surgeon's hand all parts are going to be returned the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during the firing of the third reload, half way through, the activation button broke. Staples were applied half way and tissue was cut but not passed the staple line. The surgeon used a metallic instrument to push the mechanism to the end and then back to be able to open the stapler. The staple line was good and the patient is doing well. The surgeon was on the jejunum. He was not stapling across a staple line. Procedure completed with same/like device. There was no adverse consequence to the patient.